Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/25/2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor was not inserted. There was no report any injury or medical intervention. No additional event or patient information is available. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of detached sensor wire cannot be confirmed. A root cause could not be determined. However, it was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body.